Event description:
An impella cp device was inserted into the left femoral artery in a 66-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai e shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the plasma free hemoglobin was 70 and the lactate dehydrogenase (ldh) was elevated. Imaging showed the pump contacting the mitral apparatus. After two days on support, the device was removed with an escalation of therapy to an impella 5.5. While on support, the device functioned as intended at p-6 at 3.2l/min with d5w heparin in the purge solution. Hemolysis can be attributed to the noted suboptimal malposition of the device. It was reported that the hemolysis continued while on the impella 5.5; however, repositioning helped resolve the issue. No alarms were noted. After 23 hours on support of the impella 5.5, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, is not likely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The pump will not be returned for evaluation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem). The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned. The root cause of the positioning issue was unable to be determined due to insufficient clinical details.